Manufacturer narrative:
Another example was provided for(B)(6)-2021, the bilirubin result on the analyzer was 0.18 and the value transferred to the lis was 28.00. No unit of measure was provided. The root cause for the customer allegation could not be verified and confirmed with the provided data. The provided data did not contain the reported sample information. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter had an issue with the software of the cobas integra 400 plus. The reporter stated the results are not being transferred correctly from the analyzer to the laboratory information system (lis). An example, two different values are being transferred for a single ID and test code with a shift in the decimal points, this happens randomly not always. Another example provided on 08-jul-2021, the bilirubin result on the analyzer is 0.16 and the value transferred to the lis is 26. No unit of measure was provided. The erroneous results were reported outside of the laboratory.